Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture or inflation issue was not confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for balloon rupture or inflation issues. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an armada balloon dilatation catheter was advanced to the anterior tibial artery without reported issue. During initial inflation attempt, the balloon would not hold pressure and ruptured. The device was removed without issue and another unspecified balloon was used successfully. There were no adverse patient effects and there was no clinically significant delay in procedure. There was no additional information provided.